Manufacturer narrative:
The microcatheter and the concomitant guide wire were returned and evaluation was performed. The catheter tip was found partially torn off. Microscopic observation was performed. Circumferential cracks made as the tip polymer stretched were observed on the breakage end of the tip surface. The torn inner polymer jacket was found stretched and the underlying braid tube was exposed at the tip breakage end. The separated tip located on the guide wire at approximately 40mm from the wire tip. The separated tip was crushed and stretched. A longitudinal split was found on the distal end of the catheter tip. The proximal end of the separated tip was stretched. Distal to the separated tip, coils were found loosened and twisted. Measurement of the tip found that the tip turned into 6mm in length where the tip was originally 5mm in length.

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip separation most likely occurred when the tip was being trapped by the concomitant exchange balloon. As the tip was being trapped and removal of the microcatheter was performed, tensile stress generated with catheter removal exceeded the product's design limit and led the tip to become separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a severely calcified 90-99% stenosis in the unspecified segment of the left ascending artery (lad). A 0.014 inch asahi sion blue guide wire and an asahi caravel microcatheter successfully crossed the lesion. A kaneka kusabi catheter was used to remove the caravel microcatheter. A small balloon was delivered to perform balloon dilatation. When the balloon tip was about to come out of a concomitant guiding catheter, the tip of the caravel microcatheter was found separated and remained on the sion blue guide wire. The physician attempted to remove the sion blue with the separated tip but the attempt failed because the separated tip interfered with the guiding catheter during removal. A new guide wire was then delivered parallel to the sion blue to capture the separated tip. The separated tip was successfully retrieved by tangling the two wires together. A new system was replaced to resume the pci. The pci was successfully completed with reestablished blood flow by stenting. There were no adverse patient effects related to separation of the tip.